Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device, a slow flow event occurred. The target lesion was located in the circumflex. The lesion was treated with the oad using three passes , and the crown was noted to jump after the second and third passes. Imaging was performed, and no issue was noted. Balloon angioplasty was attempted, however the balloon was unable to advance past the lesion. A stent was placed and mild slow flow was noted in the distal vessel. The patient was in stable condition.